Manufacturer narrative:
This report is being sent as follow-up no. 1 to update section h3, and to provide the completed investigation results. One (1) 8fr angio-seal device was returned for product evaluation. The returned device included the mated hemostasis sheath and carrier tube, locator, and header bag. The device was visually inspected and found to have been in used condition with visible signs of blood. The hemostasis sheath and carrier tube were returned fully mated and in the fully rear-locked position. The suture and tamper tube were found to have been deployed. The anchor and collagen were not returned with the returned device. No signs of damage or deformation to the device were identified. Functional testing cannot be performed due to the condition of the returned device. The complaint was able to be confirmed for a non-deployment pullout. The exact root cause was unable to be determined. The likely cause was determined to have been an obstruction to the anchor posting to the tip of the hemostasis sheath. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the hazard based risk table (hbrt).

Event description:
The user facility reported that the involved angio-seal device was shuttling, and the anchor detached. After a percutaneous coronary intervention (pci) via the right femoral artery approach in an acute myocardial infarction (ami) case, the angio-seal device was used for hemostasis. After the device was locked, when the device / sheath assembly was withdrawn, the anchor was not positioned against the vessel wall and the device / sheath assembly was withdrawn together. The device was not used, and manual compression was applied for 20 minutes to achieve hemostasis. Subsequently, hemostasis was successfully achieved by manual compression only. After removal, the collagen was disassembled to check the anchor, but the anchor could not be found outside the patient body. The physician did not puncture multiple times. No health damage to the patient. The blood loss was less than 250 ccs. The physician requested to check for the anchor remaining in the sheath or elsewhere. The physician would like to know the mechanism where this event occurred and any precautions to be taken during the procedure if any. The physician also would like to know any risks of anchors remaining in the body. The procedure before deploying the device was pci. A pre-deployment angiogram was performed. The size of the sheath ancillary used was 7 fr. The puncture site was distal to the inguinal ligament of the right common femoral artery. The vessel diameter was 5 mm. The patient was not injured, medical or surgical intervention was not required. The event occurred intra-operative.

Manufacturer narrative:
A1: patient identifier: not available due to hospital policy. A2: age & date of birth: not available due to hospital policy. A3: patient sex: not available due to hospital policy. A4: weight: not available due to hospital policy. A5: ethnicity: not available due to hospital policy. A6: race: not available due to hospital policy. D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. A review of the device history record of the product code / lot# combination was conducted with no findings. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.